Event description:
It was reported that this right atrial (ra) lead was not operating and that right ventricular pacing percentages were not as expected. Technical services (ts) review of device data found that this was due to trigger pacing and the ts consultant suggested that atrial discriminators be programmed off. It was also reported that thresholds were high and ra impedance measurements had been high and out of range at the office check early in the year.